Event description:
2nd lap-band implanted. After putting in the lap-band system and closing it, they watched on tv that the transition from the band to the catheter was broken. Did not know if piece was broken when putting in place. It did touch the patient. F/u findings: tubing leak at or near the connector.